Event description:
During intubation of a cardiac arrest pt in an ambulance, team connected a filterline to a lifepak 12 defibrillator and did not get co2 readings although it was clear that pt was breathing. Team then used a backup co2 monitor to monitor co2. Pt's pulse returned but patient eventually died. Team state clearly that outcome was not as a result of the device issue.

Manufacturer narrative:
The company has addressed the production issue and plans to conduct a field action to remove product from the field and replace with new.